Event description:
The pt was here for the extracorporeal photopheresis (ecp) treatment. When the nurse attempted to inject uvadex (methoxsalen) into the treatment bag using a needle-free technique, as per procedure, the medication leaked. The location of the leak was around the transparent plastic collar between the access tubing, on the bottom of bag, and the blue and white access port. We called to confer with therakos. The practitioner was unable to force the treatment bag contents into the access tubing or withdraw the bag contents thru access port. It was determined that the access tubing was fused and sterility was not breached. We used the secondary IV tubing spike and stopcock to inject uvadex into the treatment bag through the spike port next to needle-free port. Ecp was then continued and completed successfully. Kit was saved for biomed evaluation. This was not the first such incident in recent weeks. No harm was done to the pt except for delaying completion of ecp by approximately ten minutes.